Event description:
It was reported the device was interrogated prior to implant. Interrogation revealed the serial number as 000000. A new device was used. No patient involvement was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.